Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue and user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer says the blood glucose test result has never been that low. The customer is not having any symptoms regarding low blood sugar at this time. The customer's expected fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: the customer is concerned with the lo in the meter's memory. The date and time on the meter is incorrect. The customer was unable to perform the back to back blood tests since the test strip were stored incorrectly. Customer has not had any changes in diet.